Event description:
The following was reported to gore: on (B)(6) 2025, a patient was treated for an abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (excc). After successful deployment, the physician was withdrawing the excc device deployer back through a 15 fr gore® dryseal flex introducer sheath (dsf). The physician noted resistance, that he was pulling harder than he felt comfortable, when the leading olive separated from the catheter. The olive stayed on the wire, and the physician was able to use a snare to retrieve the olive and remove it. The patient tolerated the procedure.

Manufacturer narrative:
H.6. Investigation findings code c21: conclusions pending results of evaluation of images w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Investigation findings code c20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Type of investigation code b15: a review of imaging confirmed damage to the catheter consistent with the reported information that the physician was pulling harder than he felt comfortable. H.6. Investigation conclusions code d1102: the gore® excluder® conformable aaa endoprosthesis instructions for use includes the following procedural step and warning: use fluoroscopic guidance during the withdrawal of the delivery catheter to assure safe removal from, and to avoid catching on, the endoprosthesis and/or introducer sheath. If resistance is felt during removal of delivery catheter through the introducer sheath, stop, visually assess the cause of the resistance, and withdraw delivery catheter and introducer sheath together if appropriate. Warning: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation resulting in potential patient harms.